Event description:
Clinical narrative: an impella cp was attempted to be inserted via femoral artery in a 72-year-old female patient presenting with ami/cgs. Patient was supported with intra aortic balloon pump (iabp) prior to insertion. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage e. An iabp was placed in the right groin. After coronary intervention the lv end diastolic pressure was still 35mmhg so the decision was made to explant the iabp and implant an impella cp. The device was prepped as physician wanted it ready to implant immediately after iabp removal. After iabp removal the 8fr sheath was mostly occlusive so they decided to check access on opposite side which noted the 6fr sheath occlusive. The decision made to abort insertion due to patient anatomy. The following day the decision was made to place an impella cp via the axillary artery. The device was inserted without noted incidents. While on support the device functioned as intended p-8 3.1l/min of flow with sodium bicarbonate in the purge solution, however there were noted placement signal concerns stating the ao and lv placement signal systolic waveform intermittently jumped to 200mmhg. There was no disruption in flow or hemodynamic support. The patient ultimately expired. The death is deemed to be dissociated from the noted events as one device was never inserted in the body and the other event had no affect on hemodynamic support. The death is most likely attributed to the patient's clinical presentation of scai shock stage e which has a known increased mortality.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.